Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. According to the event details, the issue was resolved through reprogramming. The cause of the reported event remains unknown. Date of event is estimated.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient underwent surgical intervention to replace their ipg due to this issue. Effective therapy was restored post operation.